Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2022, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving an unknown drug via an implantable pump. The patient's medical history included malignant pain. It was reported the patient had a pump replacement on (B)(6) 2022 and returned for a post-operative assessment without issue. A refill occurred and the patient presented to clinic on (B)(6) 2022 with an infected pocket. The reported environmental, external, or patient factors that may have led or contributed to the issue was "refill". The patient was treated with antibiotics and the pump was explanted on (B)(6) 2022. The issue was not resolved at the time of this report. On 2022-may-03, additional information was received from the manufacturer representative (rep). They confirmed the serial number of the explanted pump. It was discarded. The patient's infection resolution was "in progress; still in hospital on IV antibiotic therapy and would vac". They were uncertain of the cause of the infection.